Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -11.0/1.5/108 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial with clear surgical residue/debris on lens surface. Visual inspection found the haptic missing a piece. (B)(4).